Event description:
A polaris valve was implanted in a patient in 2006. The same day, the doctor changed the pressure setting of the valve. However, he tried re-changing the pressure setting of the valve, but failed. The customer request to check the valve.

Manufacturer narrative:
The incident has been reported to manufacturer on 03/30/2007. Results of analysis will be developed in a follow-up report.